Manufacturer narrative:
One infusion pump was received in relation to the reported event. It was noted that labels were undamaged, however the rear housing was damaged. A review of the event history log was unable to confirm the reported event. Functional testing of the device was unable to replicate the reported event. No problems were found with the pump displaying "no disposable" (no cassette) messages when an undamaged cassette was properly attached to the pump. The pump was found to be operating properly and passed all tests. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the patient claims the pump go into alarm for no apparent reason. Pump malfunctions during use, alarm sound on screen shows nothing abnormal, first runs for a while and then a message is reported ? No disposable" while the cassette is simply attached and it is not yet empty. There was no patient injury reported.

Manufacturer narrative:
One infusion pump was received in relation to the reported event. It was noted that labels were undamaged, however the rear housing was damaged. A review of the event history log was unable to confirm the reported event. Functional testing of the device was unable to replicate the reported event. No problems were found with the pump displaying "no disposable" (no cassette) messages when an undamaged cassette was properly attached to the pump. The pump was found to be operating properly and passed all tests. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the patient claims the pump go into alarm for no apparent reason. Pump malfunctions during use, alarm sound on screen shows nothing abnormal, first runs for a while and then a message is reported ? No disposable" while the cassette is simply attached and it is not yet empty. There was no patient injury reported.